Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 69mg/dl (no secondary test readings provided). Tests were done within 10 minutes with a difference of % (information not provided in potential medical). Patient did not experience any adverse events. No further information has been reported. Note: customer using expired strips (1 yr old).